Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, noise was observed on stored egm. The cause of the noise was not identified. No intervention was performed. Patient¿s condition was stable.